Event description:
It was reported that the patient presented remotely via Merlin.net. Upon review, the right ventricle lead exhibited noise episodes; however, no EGM was stored in the pacemaker for further assessment. No intervention was performed and patient condition was unknown.